Manufacturer narrative:
(B)(4). The reported issue of handle does not go all the way forward was confirmed by duplication. The pal (product analysis lab) evaluated the device. A visual inspection revealed the spike carriage guide spring was bent, preventing the spike carriage from being guided to the spike position after completing the unspike operation. The cause for the handle does not go all the way forward was determined to be the result of a bent spike carriage guide spring. Corrective/preventive action as appropriate. A device history review was performed and the device passed all test requirements prior to being released from (B)(6) facility. No issues were identified that may have caused or contributed to the reported issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center to report a compact exchange device (cxd) with a handle that did not go all the way forward. The baxter technical service representative explained the swap of the device. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon evaluation completion or if additional information becomes available.